Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed, and no anomalies were found. It was also noted that the distal conductor had blood/body fluid (not obstructed), the proximal conductor melted, the outer insulation was melted, the outer insulation had cosmetic metal induced oxidation and environmental stress cracking, and there was apparent explant damage. The analyst also noted that the proximal continuity failed because of the explant damage.

Event description:
It was reported that the right atrial lead had increased and was high. The lead was explanted. No patient complications have been reported as a result of this event.